Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection performed. The blue slide clamp was stuck in channel 2 issue was not identified during device evaluation; however, a open door alert was discovered during functional testing. The door interacts with the slide clamp mechanism, therefore the door alarm and cause will be captured as the determined issue. The cause of the open door alert condition was determined to be broken door latch. To correct the condition, the door latch was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blue slide clamp was stuck in channel 2 of a flogard infusion pump. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.